Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by 11 minutes; cause was unknown. Tandem technical support assisted the customer in correcting pump time and resumed insulin successfully. Customer's blood glucose level was 180 mg/dl.